Manufacturer narrative:
No button error alarm noted. However, the pump had intermittent button response due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing. The insulin pump passed displacement test and self test. The pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. There was moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.